Event description:
It was reported that the device was used during an unknown procedure. It was reported that upon inserting the instrument into the pt, the cartridge fell out into the pt. The consequence to the pt is unknown. Add'l info rec'd 5/20/99 the rep reported that the surgeon introduced the original instrument and cartridge through the trocar. When the jaws were opened, the cartridge fell into the pt. The cartridge was retrieved, put back in the instrument, and the surgeon completed the case without incident.